Manufacturer narrative:
Reporter describes that during a trial of the explorer mini device, the user backed the device into a therapy table. The backrest of the device contacted the table-top while the base of the device was left unobstructed and the end user continued to drive the device in reverse. This caused the rear wheels to lift from the ground and cause the device to start to lean forward. A therapist was present and was able to steady the device back onto the ground and relocate the device to a different part of the room. The explorer mini instructions for use state that the device should only be used when an adult is present and continuously monitoring the child. The trial continued with no further incidents. This is the first complaint permobil has received related to this type of event. Although there was no injury and no malfunction of the device was identified, in an abundance of caution permobil is choosing to report this event as an MDR as the potential for injury may exist if the event were to recur. We will continue our investigation and submit a follow-up report if any new information is obtained. The DHR has been reviewed and the wheelchair was found to have met specification prior to distribution.

Event description:
Reports during a trial of explorer mini, the user backed the device into a therapy table which caused the rear wheels to lift and the device started to tip forward. Therapist was able grab the device and move to a different area before any incident occurred. No injuries were sustained as a result.